Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) , 2018, it was reported that the device was recalibrated and resulted in spontaneous changes in the thickness of the cut of the skin. The customer returned an electric dermatome device, serial number (B)(4). For evaluation. The customer also returned a screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4). Two times as documented in the vdoc service portal. The last repair was (B)(6) 2015 where it was reported that the device does not start and the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, motor and control bar were replaced. This is not a related issue. Product review of the electric dermatome by medicrea on (B)(6) 2018 revealed that the lever and switch were worn. Prior to repair, the device operated within motor speed specifications and was outside calibration specifications at the zero thickness setting only. Repair of the electric dermatome was performed by medicrea on (B)(6) 2018 which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, lever, plunger and switch. Electric dermatome, serial number (B)(4). Was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by medicrea it was noted that the device was only outside of calibration specifications at the zero thickness setting. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the device was only outside of calibration specifications at the zero thickness setting. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that during device recalibration there were spontaneous changes in the thickness of the cut of the skin. The event timing occurred before surgery. There was no impact on the patient. No adverse events have been reported as a result of this malfunction.